Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the account¿s tablet was updated last week so it was the latest version. The patient¿s weight would not be made available.

Manufacturer narrative:
Concomitant medical products: product ID: a810, product type: software. Other relevant device(s) are: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving hydromorphone (5-15 mg/ml at 2-3 mg/day) and bupivacaine(5-15 mg/ml at 2-3 mg/day) via an implantable infusion pump. It was reported that a refill was done earlier in the day and had physically changed concentration in the pump, as well as the dose, but noticed later that they had forgotten to change the concentration on the programmer. . The old concentration was 5 mg/ml, new concentration was 15 mg/ml. The caller stated that the patient was driving back to correct the programming. The hcp felt that when he changed the concentration and it wiped out all the infusion and settings, that having to re-enter the same settings likely contributed to him forgetting to update the concentration.